Event description:
The customer observed a falsely elevated architect free t4 result generated on an architect i2000sr analyzer for a 38-year-old male patient. Sid (B)(6) initial result = 26.66 pmol/l, repeat results = 13.39 pmol/l (reference range 9.09-19.04 pmol/l). There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k65-77 that has a similar product distributed in the us, list number 07k65, 510k k173122.

Manufacturer narrative:
A complaint investigation was conducted for the architect free t4 reagent lot 73030ud02. A review of tracking and trending did identify an increase in complaint activity for the architect free t4 assay, however, no trends were identified for the complaint lot. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the architect free t4 reagent lot 73030ud02.

Event description:
The customer observed a falsely elevated architect free t4 result generated on an architect i2000sr analyzer for a 38-year-old male patient. Sid (B)(6) initial result = 26.66 pmol/l, repeat results = 13.39 pmol/l (reference range 9.09-19.04 pmol/l). There was no impact to patient management.